Event description:
It was reported that a manifold (stand-alone component) leaked at the connection of its check valve and a non-baxter product. This occurred at the beginning of patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.